Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient had a irrigation and debridement procedure for fluid collection and left hip bursa.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported products are manufactured zimmer biomet inc., not rti as previously reported. There was no product returned; therefore, no physical evaluation could be conducted. Device history records and complaint history could not be reviewed due to lack of product identification; the lot number required for retrieval was unavailable. This device is used for treatment. The investigation could not identify or verify any evidence of product contribution to the reported problem. This complaint could not be confirmed. Based on the available information, root cause could not be determined and the need for corrective action is not indicated.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported products are manufactured by (B)(4). Zimmer biomet's investigation is considered closed.